Event description:
Revision surgery - patient presented at surgeon's office with an unstable shoulder. Upon x-ray and CT it was determined there was some inferior glenoid osteopytes that were impinging with the humerus. Revision surgery was scheduled to remove them and to swap the 32 glenosphere for a 36.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as instability. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical for review. The revised items were not returned for examination and the lot numbers were not provided. Given the limited information, a search for an invoice produced no results, therefore; the items removed could not be identified. To adequately investigate this event, the lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.